Event description:
It was reported that when an asymptomatic patient presented in the operating room for device change out due to normal eri, externalized conductors were seen. No electrical anomalies were detected. Lead was capped and replaced. Patient was stable.